Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection for an unknown biopsy procedure. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number.